Event description:
During an implant procedure, the leadless pacemaker (lp) was unable to be released from the delivery catheter. The lp and catheter were both removed, the catheter was replaced, and the lp was able to be successfully implanted. Upon investigation, an increased capture threshold and a decrease in the pacing impedance was observed on the lp. No further intervention was performed during the procedure. The following day, the physician tested the lp and the device parameters were in an acceptable range. The patient was stable and will continue to be monitored.